Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the purewick catheter with drydoc station was leaking and customer experienced some blistering on the inner thigh and labia. Discussed to customer the proper placement of the wick and customer was pushed it as much as possible. Explained to customer the device meant to be worn internally (it would lie against the anatomy, not go inside) and discussed the use of mesh panties to help maintain placement.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the product had caused the reported failure. The product was used for urological care. A potential root cause for this failure could be incorrect device placement or incorrect dimensions of wicks. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the purewick ifus are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the purewick catheter with drydoc station was leaking and customer experienced some blistering on the inner thigh and labia. Discussed to customer the proper placement of the wick and customer was pushed it as much as possible. Explained to customer the device meant to be worn internally (it would lie against the anatomy, not go inside) and discussed the use of mesh panties to help maintain placement.